Event description:
It was reported that there was a dim green light on the controller as well as a line running through controller screen. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of dim pump running leds and a white line in the system controller lcd screen were confirmed via analysis of the returned system controller. Evaluation of the returned system controller revealed that the pump running leds were dim. The function of the controller was no compromised and the dim pump running leds did not result in any adverse patient effect. During testing of the returned system controller, a white vertical line was observed on the controller¿s lcd screen. The white line did not prevent information from being displayed or read from the lcd screen. The returned lcd screen was replaced with a known working test lcd screen and the issue resolved, isolating the issue to the lcd screen. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 1 hour of data (14mar2023 from 09:28:29 ¿ 10:59:18 per the timestamp) and the downloaded system controller periodic log file contained approximately 11 days of data (03mar2023 ¿ 13mar2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The reported event of dim pump running leds was determined to be due to an issue with the leds. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. This system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led. The root cause of the reported white line in the system controller lcd screen could not be conclusively determined through this analysis. Reports of similar issues are being tracked and monitored. The device history records were reviewed and the records revealed that the heartmate 3 system controller, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09mar2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.